Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2013 and suture was used to close the port site. During use, the suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. Both returned used segments were broken, but it was determined to be from degradation from exposure. The product packaging was compromised because the product had been re-sterilized.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.